Event description:
This report summarizes 5 malfunction events in which the device had paint chips missing. 5 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 9 events were previously reported during the reporting quarter; however, 4 events were reported in error. 5 previously reported events are included in this follow-up record. Product return status: 1 device was received. 4 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 1 device was received. 4 devices were evaluated in the field. 4 device investigation types have not yet been determined. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed or reused.

Event description:
This report summarizes 9 malfunction events in which the device had paint chips missing. 9 events had no patient involvement; no patient impact.